Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was turning off even after receiving a new battery cap. The customer's blood glucose was 420 mg/dl. The customer stated that he was experiencing a blank display. Troubleshooting was done. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump had a blank display due to a connector on the mother board not plugged in properly. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.